Manufacturer narrative:
The handle was confirmed to be out of tolerance. There were no manufacturing issues identified which would have contributed to this event. This is report three of three for this event. Reference reports 3004485144-2016-00284 and 3004485144-2016-00285.

Event description:
It was reported that a torque limiting handle was found outside of torque specification during a planned calibration verification. There was no surgical or patient involvement at the time it was found.